Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The mhra t&s letter reported that a damaged distal lateral plate was removed from the patient's left femur. The surgeon reported that the plate had broken after implantation. The surgeon reported that this female patient had been treated with bisphosphonate. The plate as origianlly implanted about 18 months previously. Patient presented with sudden severe onset of pain, x-ray confirmation of plate breakage.

Manufacturer narrative:
The reported event that a «distal lateral femur plate ts axsos for left femur 14 hole, l310mm». Broke 18 months after implantation could be confirmed, since the plate was received and is indeed broken. The visual inspection shows that the breakage occurred at the level of the 4th oblong hole distally. A microscope inspection of the surface of breakage shows that the two parts of the plate rubbed against each other until the surfaces became polished (shiny surface of the attached pictures ) before the plate broke completely. These kind of surfaces characterize the fractures caused by fatigue. The provided x-rays demonstrate an evident breakage of the femur and the implantation of a plate and screws, but not a broken plate at that point in time. A potential improper placement of the implant could have led to a compromised reduction and as a result to a potential deformation/breakage of the implant. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The mhra t&s letter reported that a damaged distal lateral plate was removed from the patient's left femur. The surgeon reported that the plate had broken after implantation. The surgeon reported that this female patient had been treated with bisphosphonate. The plate as originally implanted about 18 months previously. Patient presented with sudden severe onset of pain, x-ray confirmation of plate breakage.